Manufacturer narrative:
Reference (B)(4). Customer confirmed patient developed pseudomeningocele, however clinically ok. Customer confirmed tubing is still inserted into the patient and valve has been discarded, therefore no product evaluation available.

Event description:
Patient developed abnormal condition after tubing broke on device where metal connector inserts.